Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient in response to an inquiry for more details regarding the event: patient reported that the circumstances that led to vibration all the way down their leg into their foot was when they walked or just standing. The issue was resolved by putting the setting on a different number. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that theyfelt a vibration all the way down their leg into their foot. The patient stated that it isn't bothersome when they are sitting, but they really feel it when they are standing and walking around.. Caller declined troubleshooting and patient was advised to follow up with their health care. No further complications were reported or anticipated.